Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument kicked back in a jerking motion when grasping a small amount of tissue. The procedure was completed. No known patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the jerking movement occurred every time cautery was activated. There was no harm or injury to the patient. No photos or video were taken when activated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) instrument had passed the recognition and engagement tests. Visual inspection showed no issue. The instrument moved intuitively with full range of motion in all directions. No jerking motion was observed. The grips opened and closed properly. The instrument passed the cut and seal test on both attempts. The instrument was fully functional. No product issue was identified.